Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received a resume insulin delivery alarm and did not know why. After review of the pump history it was discovered that an occlusion alarm occurred. The customer's blood glucose level was 300 mg/dl. The contact addressed the bg level and it was under control. The contact indicated that the pump did not beep when the occlusion occurred. Tandem customer technical support (cts) had the contact test the volume and the pump's volume was addible. Cts offered to troubleshoot to determine the cause of the occlusion; however, the contact declined.